Manufacturer narrative:
No lot number was provided; therefore, device history record (DHR) review could not be completed. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was a non disposable error; 10.2ml stated to remain - but none in cassette. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation - correction: no.